Event description:
It was reported that the device has had extremely rapid battery depletion over seven months with normal values and settings and no therapies provided. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).